Event description:
It was reported that the patient received inappropriate therapies. The right ventricular (rv) lead exhibited high thresholds, no capture, high impedance, oversensing, noise, and was fractured. The lead was programmed off and was later explanted and replaced. No further patient complications have been reported as a result of this event.